Manufacturer narrative:
Additional information: implant date: (B)(6) 2019. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, "unexpected high vault of approximately 2x corneal thickness" was observed after tmicl surgery. Surgeon plans on exchange lens with a smaller diameter tmicl. As of (B)(6) 2019, the reporter indicated that the surgeon "is watching eye" and does not have patient scheduled for an exchange of the lens. Lens remains implanted. . Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.